Event description:
It was reported that the customer had a test failure on the insulin pump. Customer's blood glucose level was 187 mg/dl at the time of the incident. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal or easy bolus into the air to determine if delivery was successful. Customer refused to troubleshoot. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.